Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 400 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer stated that they had issues with infusion sets but has the problem under control now. The customer declined speaking to the help line for assistance. The customer did not provide the date of the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.